Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
The device was returned following the patient's death. The patient died in a manner unrelated to the device system.

Event description:
It was reported that the patient had palpations, a rapid heart rate, and mild chest discomfort. An interrogation of the implantable cardioverter defibrillator (ICD) device showed anti-tachycardia pacing therapy was delivered, which dropped the patient heart rate below the ventricular tachycardia (vt) detection zone and ended the episode. However, the patient still appeared to be in vt. The atp therapy it did not fully resolve the vt. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).